Event description:
It was reported that after insertion of the iab, the user was unable to aspirate blood. When the catheter was connected to the pump, no waveform was obtained. The iab was removed and replaced without any complications.